Event description:
It was reported that the system 2600 had the collimator off center, frozen, and would not move. There was no adverse patient involvement reported. There was no patient information reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. The collimator was repaired and the system was tested and the collimator was found to be moving freely on command as intended. The system was found to be working as intended and placed back into service.